Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The distal low voltage electrode of the lead was covered in body tissue/ fibrotic growth. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analyst noted there was only found explant damage. No insulation or conductor fracture in-vivo was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv his bundle lead micro-dislodged and exhibited high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eleven weeks post implant the right ventricular (rv) his bundle lead was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.